Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to go to emergency room to get one removed - tampon [foreign body in reproductive tract], when removing tampon 2 strings came off [complication of device removal], had 2 strings come off tampons [device breakage]. Case description: consumer contacted via e-mail and stated that she'd had 2 strings come off the tampons and had to go to the emergency room to get one removed. No serious injury was reported.